Event description:
It was reported that upon interrogation, the device was at elective replacement indicator (eri) because the mode and rate were at the eri settings. However, there was no warning or message to indicate eri. The voltage interrogated was just above eri at the time of interrogation. It was further reported that there was intermittent rises in the capture threshold measured by the ventricular capture management feature on the ventricular lead. Not able to reproduce high thresholds with the strength duration test. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku